Event description:
Hill-rom received a report form the account stating that the foot tray was cracked. The lift was located in the paw at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found that the foot tray was cracked when the lift was inspected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced th foot tray to resolve the issue. Based on this information, no further action is required.